Manufacturer narrative:
Information added/updated to sections b2, d8 and h6 (investigation findings and investigations conclusions). Corrected data in section h6 (clinical code): 4440 (thrombosis/thrombus) replaces 4580 (insufficient information). Additional h6 (type of investigation) code: labelling review: h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Based on the information available, the most likely cause is patient factors.

Event description:
Per the report received from italy, that this patient with a 7300tfx27 valve implanted in the mitral position, underwent a valve-in-valve procedure after one day of implantation due to thrombosis (mean gradient 27mmhg), which was assessed by transesophageal echocardiography. A 29mm transcatheter valve was implanted within the edwards surgical valve with success. Unfortunately, the patient died during the night due to ventricular rupture.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.